Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharge telemetry module would only charge the ins to 40%, and now although the charge speed was excellent, it would not charge. The patient saw a code "mx106. "Patient was issued a new recharge telemetry module. Additional information received stated that the new recharge telemetry module did not resolve the issue, and the ins was not incrementing, even though the recharge quality was displayed as "excellent." The controller was fully charged. The patient was redirected to their healthcare provider (hcp) to check the ins. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.